Manufacturer narrative:
(B)(4). The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. These are known potential adverse events addressed in the product's labeling.

Event description:
Healthcare professional reported injecting a patient with 2 syringes of juvéderm voluma® xc and restylane. The patient was also injected with 18 syringes of refine, define, restylane, lyft and sculptra ¿over¿3 months.¿ three days after injection with juvéderm voluma® xc, the patient reported ¿swollen, painful to the touch, nickel-size, red, raised area on the sub malar area of the cheek¿ and "infection." The same day, the patient was treated with bactrim, keflex, hylenex and the raised area ¿was drained.¿ the injector observed pus and described symptoms as "fluctuant." Three days later, the patient was treated with hyaluronidase and the patient was drained again by a different physician. The symptoms fully resolved about 3 weeks after initial treatment.